Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. 12/02/2015 software analysis was unable to determine probable cause with the information provided. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, prior to the start of a procedure, the navigation system software became unresponsive and would not properly boot-up after a shut-down. After four re-boots, normal function was restored. No further details were provided. There was no patient present when this issue was identified.